Event description:
The customer observed a falsely low architect clinical chemistry total bilirubin result for a neonate less than 7 days old when reagent lot (B)(4) was in use. Although a normal result of 2.4 mg/dl was generated for a heel stick sample from the neonate, an elevated bilirubin was the expected result, therefore, the initial result was not reported out of the lab. The customer repeated testing and obtained results of 11.4 and 11.5 mg/dl respectively, and the result of 11.4 mg/dl was reported out of the laboratory. The customer stated heel stick collections are checked for clots prior to testing. Through troubleshooting the issue with the customer, it was determined the quality controls were within range, however, the customer was using total bilirubin assay version 4, and the most current is version 5. Additionally, the customer was assisted in editing the version 5 assay parameters. The customer's issue was resolved since changing the total bilirubin assay configuration. There was no impact to patient management, as the initial low bilirubin result was not reported out of the laboratory.

Manufacturer narrative:
No consequences or impact to patient (B)(4). Incorrect or inadequate result (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of the customer's clinical chemistry total bilirubin assay version determined the customer was not using the latest version (v5) of the bilirubin assay which has different sample volumes, calculation limits and calibration volumes than version 4. This issue was discussed with the customer who edited the assay parameters to match the current bilirubin reagent assay insert. A review of the customer's analyzer service history determined one other complaint was opened for low discrepant total bilirubin results which was resolved with service. The remaining tickets opened for the analyzer were not related to this complaint. A review of similar complaints for total bilirubin reagent lot 41124uq03 determined two other complaints were opened for low discrepant total bilirubin results which were either closed by service to the analyzer or due to bubbles in the reagent and closed through normal troubleshooting. A statistical review of the reagent did not identify any adverse or non-statistical trends for patient results. The total bilirubin reagent package insert and the architect operations manual contain adequate information regarding specimen handling, assay results, troubleshooting and corrective actions. No deficiency was identified in the evaluation of the customer's issue.